Event description:
Information received indicates the pt cannot place a nurse call using the siderail switch or control the room lights.

Manufacturer narrative:
The technician found loose pins on the connector of the communication cable. He replaced the communication cable to repair the bed.